Manufacturer narrative:
Unit was not received in manufacture mode. Unable to perform displacement test or occlusion test due to missing retainer. The reservoir does not stay locked in due to missing retainer. Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test and force sensor test. Unit received missing reservoir tube o-ring, broken reservoir tube lip, cracked select button keypad overlay, pillowing keypad overlay, cracked case (battery tube), minor scratches on case and minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump had cracks on the battery compartment and on the reservoir compartment. The customer's blood glucose was unknown at the time of incident. The customer mentioned that they were having high and low blood glucose as well. The insulin pump was returned for analysis.